Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump was monitored and had no screeching noise anomaly during testing noted. No prime anomaly or rewind anomaly noted. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump had minor scratches on display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report issues with rewinding the insulin pump. Customer stated that the insulin pump has to be turned off two or three times before it will rewind. Customer also stated that buttons on the insulin can be unresponsive at times. Customer's blood glucose reading was 162 mg/dl. Nothing further reported.